Event description:
It was reported that this right atrial (ra) lead exhibited undersensing causing pacing inhibition due to left ventricular protection period, technical services (ts) was consulted and farfield oversensing was noted. Ts recommended reprogramming sensitivity and amplitude to prevent inappropriate mode switches. The lead remains in service. No adverse patient effects were reported.